Event description:
Per the clinic, the patient sustained a head injury when the left side of the head struck a shelf while jumping. The event involved traumatic skin breakdown at the implant site, resulting in loss of skin integrity and subsequent device exposure. Clinical findings included slight erythema, scabbing, extrusion of the magnet end of the implant through the scalp, and significant granulation tissue. An infection subsequently developed at the implant site following the traumatic event. Subsequently, on (B)(6) 2026, the patient was taken to surgery under general anesthesia for explantation of the device. During the procedure, granulation tissue and necrotic soft tissue were identified and debrided, infected surrounding skin was excised, and the wound was copiously irrigated with vancomycin saline. The patient also treated with a single dose of intravenous antibiotics intraoperatively and was prescribed postoperative oral antibiotics. There are no plans to reimplant the patient with a new device as of the date of this report.